Event description:
Approximately four days post bi-vad implant, the patient was reported to have had a hemorrhagic stroke. The patient "did not wake up" after sedation had been weaned post operatively. The patient was reported to have a poor prognosis and the family decided to withdraw support. The patient subsequently expired from cardiac arrest. No autopsy was performed, therefore the pumps were not returned for further testing. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two report (3007042319-2014-00426) submitted for devices related to the same event. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient suffered a hemorrhagic stroke during implantation of two left ventricular assist devices in an off-label biventricular approach. The patient remained unresponsive in the ICU post-operatively. It was reported that the family decided to withdraw support due to poor prognosis and the patient expired in the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted post-mortem. Death, bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00425 and 3007042319-2014-00426) submitted for devices related to the same event.